Event description:
It was reported that the gears were damaged on the zimmer skin graft mesher and the cutter, serial #(B)(4), was not meshing properly. The facility reporting info is a cadaver tissue bank. There was no report of injury associated with this event.

Manufacturer narrative:
The device was returned to the MFR for repair and evaluation. The service record indicates that the device is 3 years old and was last returned to the MFR for repair on (B)(4) 2012. Previous repair did observe replacement of the roller gear, side plates, comb and bushings. The reporter is a cadaver tissue bank which experiences frequent usage of devices. Inspection of the device displayed an excessively worn gear on the roller and worn gears on the cutter gears. Calibration prior to repair could not be determined due to damage to the roller gear. The device was repaired with a roller gear. The gears were replaced on the two cutters that were returned along with the device. However, after repairing the gears on the cutters, only the 2:1 cutter met acceptable criteria. The 1.5:1 cutter was determined to be damaged and non-repairable. Improper handling and frequent usage most likely caused the damage to the roller and cutter gears, which most likely caused the damage to the roller and cutter gears, which most likely caused the reported event. The device was serviced and returned to the customer.